Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Sales rep reported the threaded screw broke at the head during surgery for a distal tibia fracture. It was confirmed that the screw broke as it was being implanted through the plate. Dr left screw implanted in the patient.